Manufacturer narrative:
Device evaluated by MFR: a 12 x 3.00mm promus premier stent delivery system was returned for analysis. The stent protector and mandrel were attached. The mandrel was kinked. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found a break 118.9cm distal to the distal end of strain relief. The shaft was also stretched at the guidewire port. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention and while outside the patient, this 12 x 3.00 promus premier stent was selected however while pulling the stent out from the packaging loop a detachment of the delivery system occurred. The stent remained on the distal part apart from the hub proximal part. It was noted that it likely detached at the exit of the guidewire port. There was no attempt to implant the device and the device was not implanted. The issues were present upon opening the package and the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that there were no kinks observed. It was noted that nothing was attached to the delivery system when the delivery system fell apart. It was additionally noted that the detachment was made during the standard pulling out the wire securing inner lumen of the mr shaft. It was also noted that this was normal mild movement as always. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention and while outside the patient, this 12 x 3.00 promus premier stent was selected however while pulling the stent out from the packaging loop a detachment of the delivery system occurred. The stent remained on the distal part apart from the hub proximal part. It was noted that it likely detached at the exit of the guidewire port. There was no attempt to implant the device and the device was not implanted. The issues were present upon opening the package and the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.